Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes'), pelvic pain ('persistent pelvic pain/pain') and genital haemorrhage ('heavy bleeding') in a 37-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and skin rash. Current weight 155 lbs. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included cervical dysplasia, lsil, human papilloma virus infection, seasonal allergy, urinary frequency, dyspnea, rhinitis, bacterial vaginosis, dermatitis, acute sinusitis, dizziness, acute sinusitis, acute urticaria and urinary frequency. Concomitant products included amlodipine from february 2016 to february 2017, fluticasone, ibuprofen, loratadine (lotan), montelukast, paracetamol (acetaminophen) since april 2009, ranitidine from december 2015 to december 2016, steroid antibacterials, sulfamethoxazole from (B)(6) 2010 to (B)(6) 2010 and trimethoprim from 14-mar-2010 to 13-apr-2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced night sweats ("night sweats"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 1 month 27 days after insertion of essure. In may 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding-menorrhagia"). On (B)(6) 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6)2010, the patient experienced pelvic pain (seriousness criterion medically significant) and urinary tract infection ("uti"). On (B)(6) 2010, the patient experienced abdominal pain ("pain in abdominal area"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("psychological or psychiatric (problems condition: depression and mental anguish)"). In august 2012, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). On (B)(6) 2017, the patient experienced hypersensitivity ("an allergic reaction"), urticaria ("hives / allergic or hypersensitivity reaction (type: allergies (urticaria)/ rash/ skin condition/ hives"), migraine ("migraine") and headache ("headaches"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), uterine pain ("uterus pain"), adnexa uteri pain ("excruciating pain in tube area"), female sexual dysfunction ("apareunia"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition") and autoimmune disorder ("autoimmune reaction") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (removed fallopian tubes). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, hypersensitivity, menstrual disorder, night sweats, vaginal haemorrhage, heavy menstrual bleeding, urticaria, urinary tract infection, depression, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia, ovarian cyst, uterine pain, adnexa uteri pain, vaginal infection, anxiety, abdominal pain, urinary tract disorder, bladder disorder, female sexual dysfunction, intermenstrual bleeding, hormone level abnormal, dermatitis allergic and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, autoimmune disorder, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, menstrual disorder, migraine, night sweats, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on the right side the ostia was seen and the essure tubal plug was easily advanced into the ostia and then deployed in the usual fashion. Three or four coils were seen present in the endometrial cavity. A similar procedure was carried out on the opposite side. Discrepancy in insertion date (B)(6) 2009. Plaintiff received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, rash/skin condition, hives, uti discrepancy noted in product insertion date as per pif: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded; on 18-aug-2010: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) was conducted, however, result was unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,chronic urticarial, quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: pif received. Event: autoimmune reaction, product removal date, rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes'), pelvic pain ('persistent pelvic pain/pain') and genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and skin rash. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included cervical dysplasia, lsil, human papilloma virus infection, seasonal allergy, urinary frequency, dyspnea, rhinitis, bacterial vaginosis, dermatitis, acute sinusitis, dizziness, acute sinusitis, acute urticaria and urinary frequency. Concomitant products included amlodipine from (B)(6) 2016 to (B)(6) 2017, fluticasone, ibuprofen, loratadine (lotan), montelukast, paracetamol (acetaminophen) since april 2009, ranitidine from (B)(6) 2015 to (B)(6) 2016, steroid antibacterials, sulfamethoxazole from (B)(6) 2010 to (B)(6) 2010 and trimethoprim from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced night sweats ("night sweats"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 1 month 27 days after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding-menorrhagia"). On (B)(6) 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant) and urinary tract infection ("uti"). On (B)(6) 2010, the patient experienced abdominal pain ("pain in abdominal area"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("psychological or psychiatric (problems condition: depression and mental anguish)"). In august 2012, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). On (B)(6) 2017, the patient experienced hypersensitivity ("an allergic reaction"), urticaria ("hives / allergic or hypersensitivity reaction (type: allergies (urticaria)/ rash/ skin condition/ hives"), migraine ("migraine") and headache ("headaches"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), uterine pain ("uterus pain"), adnexa uteri pain ("excruciating pain in tube area"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and dermatitis allergic ("rash/skin condition") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, hypersensitivity, menstrual disorder, night sweats, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, depression, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia, ovarian cyst, uterine pain, adnexa uteri pain, vaginal infection, anxiety, abdominal pain, urinary tract disorder, bladder disorder, female sexual dysfunction, metrorrhagia, hormone level abnormal and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on the right side the ostia was seen and the essure tubal plug was easily advanced into the ostia and then deployed in the usual fashion. Three or four coils were seen present in the endometrial cavity. A similar procedure was carried out on the opposite side. Discrepancy in insertion date (B)(6) 2009. Plaintiff received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, rash/skin condition, hives, uti diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded; on (B)(6) 2010: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) was conducted, however, result was unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,chronic urticarial, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events "apareunia, metrorrhagia (bleeding b/w periods), hormonal changes, perforation of fallopian tubes, rash/skin condition" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.